Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope and presented for a follow-up the next day. The right ventricular lead exhibited high capture threshold. The lead was explanted and replaced successfully. No further information is available.